Event description:
Hello, in (B)(6) 2014 I had sientra textured round implants put in. About two years ago I started having unexplained weight gain, brain fog, joint pain and other symptoms associated with bii. I started developing capsular contracture and then began experiencing pain down my arm, lumps in my arm pits, headaches and tightness in my chest. After getting a ultra sound it was found I have a bilateral rupture after less than 7 years from implant date. According to sientras website, this is supposed to be very rare (7% chance of one rupture). I have had no trauma or reason for this to happen other than perhaps a faulty product. Sientra have agreed to work with my doctor to have the implants send back to them and to honor the warranty if their "findings" point to a product flaw. I am worried that sientra will not honor the warranty, I feel I should receive the warranty of (B)(6) for each implant as they have both ruptured and caused damaged. Moreover, I have already had to fight with sientra to get them to consider the surgery because I live in (B)(6) now and need to have the surgery here (there is no option to fly back to the us). Regardless they have agreed to this part. I also feel that this scenario points to a possible flaw in the sientra product. I am wondering if the FDA requires any additional information to investigate the product and/or has any influence on insuring sientra keeps its warranty obligations considering the damage this product has caused. I have surgery scheduled for (B)(6) 2021. The hospital will keep the product or return it to sientra, so if the FDA needs it if you could possibly let me know immediately that would be appreciated. I appreciate your response and help in this matter. Kind regards, (B)(6). I can send the results from the ultrasound if required. I can also send any relevant pictures and comments once surgery has occurred. FDA safety report ID# (B)(4).